Event description:
A report was received that shortly after implant, the patient developed an epidural hematoma. The patient's symptoms included paralysis of the lower extremities. An MRI revealed that the hematoma was further up the epidural space. The physician removed the clot successfully. The physician believes that the hematoma is not device related. Further information revealed that the patient was on aspirin and the physician feels that the patient may have not stopped taking the aspirin soon enough. The patient was hospitalized and was re-implanted. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. This is the final report.